Event description:
A report was received that a pt was burned by his precision charger. The pt states to have been burned several times but did not seek medical treatment. The pt described the burns as painful and blistered ,and the burn area was the size of the charger. The pt was given a replacement charger.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Bsn is no longer manufactures or distributes charger 1.0 devices. This is the final report.